Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues and flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 24045352 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16apr2024 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite vial access device occluded the following information was received by the initial reporter with the following verbatim it was reported by the customer that the adapter came off the vial and the flow was blocked at the adapter connection.